Manufacturer narrative:
No product is being returned for evaluation and no lot# has been provided to manufacturer. A device history report is to be reviewed by engineering. A final report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Total prostatektomie with da vinci roboter. "The customer deploys the retrieval bag by default for a year. This is the fourth retrievalbag which is damaged. All bags are damage at the lateral end. In one of this retrievalbags, the bag must be pull out in many parts. The retrievalbag placed over a covedien 5-12mm versaport. The bag cord is secured over a 5mm low profile trocar from covidien, until the end of the surgery. The umbicale incision is expanded along the port, then the trocar is pulled out and the cord is recovered. No hooks or other instruments were used." Patient status: "o.k., no injury"